Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the dc extension cable was broke and did not work. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and no evidence and no evidence of blood. A visual inspection did not identify any non-conformities. The returned extension cable was tested with a reference hemopro land power supply. The extension cable passed the pre-cautery test; the reference device produced steam and heat during several activations. Based upon the eval results, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).